Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on thee electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 244mg/dl at the time of the incident. It was reported that every early morning pump comes up to rewind. She stated power error detected error had come up like 5-7 times. The customer treated high blood glucose with pump. The customer reported pump has not been exposed to temperatures below 41°f (5°c). The customer isn't using a 620g or 640g pump with software version 2.6. The customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue. It was also reported that something else was going on with this pump where it will rewind on its own without any alarms or errors. They uploaded to ipro and she can clearly see where this was occurring. It was reported that today when they went to see the pump it had already came up with rewind. Confirmed there are no alarms or errors prior to the pump going into rewind. It was reported that obviously this has been causing high blood glucose because the pump stopped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.